Event description:
Customer had a high blood reading of 350 mg/dl due to a leaking infusion set. Customer changed his infusion set and gave a bolus to resolve the high blood reading. He did not require any outside assistance. No adverse event reported. Infusion set was returned for evaluation due to a leak, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.